Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has eczema. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.